Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The electrograms showed railing iso-electric lines. Also, the smart pass feature had programmed itself off due to changing morphologies. An -in-office follow-up concluded that the electrode may be fractured. The doctor explanted and replaced both the electrode and the pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed approximately 275mm from the terminal end. The returned proximal portion was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin noted setscrew marks in the correct location. Laboratory analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. The electrograms showed railing iso-electric lines. Also, the smart pass feature had programmed itself off due to changing morphologies. An -in-office follow-up concluded that the electrode may be fractured. The doctor explanted and replaced both the electrode and the pulse generator. There were no additional adverse patient effects.